Manufacturer narrative:
No blank display, frozen screen or button error alarm noted. Insulin pump had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/liquid-crystal display keypad connector noted. Insulin pump passed operating currents, self-test, unexpected restart error test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons was not advancing. Customer reported that the time clock was not advancing. Customer reported that they installed new battery and the display was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.